Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported high sodium and potassium patient results were generated on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.